Event description:
A malfunction in the customer's pump was reported after it had been exposed to x-rays at an airport, which was identified as the cause of the problem. There was no reported incidence of the customer's blood glucose level exceeding 500 mg/dl, indicating no adverse impact. Despite attempts to reset the pump, it could not be restored to function, and a replacement was not provided since the pump was out of warranty. The customer was advised to consult with a healthcare provider to arrange a backup insulin delivery method and was informed about a loaner pump program for future needs.